Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the 2.5x15 rx trek dilatation catheter was prepped for use and right before getting ready to advance the dilatation catheter onto the guide wire, the hub detached and the device was in two pieces. The device was not used and there was no patient involvement. A new same size rx trek was successfully used. There was no clinically significant delay in the procedure. No additional information was provided.